Event description:
The surgeon was finished using the safety scalpel. He covered the blade with the attached cover. At that point, the blade came loose from the handle, projected through the air and struck the nurse that was assisting him in the eyeglasses.